Event description:
It was reported via repair work order that the bed would not lower completely. No patient was affected and no adverse consequence or clinically relevant delay in treatment was reported.

Event description:
It was reported via repair work order that the bed would not lower completely. No patient was affected and no adverse consequence or clinically relevant delay in treatment was reported.

Manufacturer narrative:
No evaluation was performed as the device was not made by company. Follow-up submitted to revise this to state the evaluation was performed by the customer. Conclusion code was also updated as customer stated the bed was repaired. Customer performed evaluation.

Manufacturer narrative:
Conclusion description - conclusion - the unit was not owned by the hospital, but a rental from (B)(4) who are responsible for the repairs.